Manufacturer narrative:
The lot history records could not be reviewed as the lot number of the subject device has not been provided to date. The investigation is currently underway.

Event description:
It was reported that during a vascular stenting procedure in the sfa following a successful angioplasty, it was difficult to advance the deployment system to the severely calcified lesion in the sfa. After several attempts were made to advance the vascular stent to the lesion site, the vascular stent began to prematurely deploy; therefore, the vascular stent and the delivery system were exchanged over the guide wire aas one unit for a new vascular stent that deployed successfully. No patient injury was reported.